Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface box was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interface box was returned to the manufacturer for evaluation. Testing found that the ports would intermittently lose communication with instruments. One coil on the em interface was also reported to have a navigational error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, one port on the navigation system interface box was functioning intermittently. There was no patient present when this issue was identified. No additional information was provided.